Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently shut off unexpectedly. No additional patient or event information was provided and the customer declined troubleshooting with tandem technical support. There was no reported impact to the customer¿s blood glucose.